Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap (pull ring) on the patient line of the homechoice cassette "came loose and fell off" after opening the pouch. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.